Event description:
It was reported that during an infusion of heparin, pump went into low battery alarm. Nurse plugged pump into the wall outlet, but the alarm did not silence. She powered off the pump to clear the alarm and then powered the pump back on. She then noticed the pump display showed a different drug and rate than what had been previously entered. There was no resultant patient complication.

Manufacturer narrative:
Manufacturer's report date 5/6/1998. Nurse reported pump changed rate and drug in the dose rate calculator mode. The pump was received and was visually and functionally tested. Visual inspection found the inspection seal broken. Engineering performed extensive functional testing of the pump in the dose rate calculator mode and no rate change or drug name change was observed. All programmed drug info was retained in the program and the drug rate and rate parameters did not change during the testing. Engineering was unable to duplicate the reported drug and rate change. The MFR requested pt info however, no pt info was available.